Manufacturer narrative:
Additional information received on july 2, 2021 indicated that the patient also experienced capsular contracture grade iii on the left side. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 350cc on the left side, and 425cc on the right side silicone prosthesis experienced joint pain, hands and fingers are numb, fingers tingling, photo sensitivity, insomnia, stomach pain, headaches, palpitations, lab work showed low t-cells, reduction in lymphocytes, lost 7 lbs., swollen lymph node in the neck, arms like they are on fire, her eyes saw floaters, ultrasound indicated not leaking, can't do an MRI examination since patient is claustrophobic post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to right prosthesis.